Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The patient's blood glucose at the time of incident is unknown. The constant tone occurred during normal use. The customer changed the battery but the tone persisted. The insulin pump was rested for two hours. After the rest, the battery was changed. However, the tone persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No watchdog alarm/anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.